Event description:
It was reported that insulin squirted out during priming and the device alarmed. The blood glucose reading was 65mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.